Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for five hours and upon removal she could not locate the string to remove the tampon. Consumer alleged after almost half an hour she was able to manually remove the tampon and did not seek medical assistance. Once tampon was removed she noticed the string on the tampon was only about an inch long.